Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable unit is worn out. Based on the results of the investigation, it is likely the following led to the malfunction: cable unit is worn out. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a flickering image and a broken cable. There were no reports of patient harm.